Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility reported that the device damage was noted out of the box, but the as received condition of the device showed evidence of dried blood residue, which is indicative that the device was used during a patient procedure. The device was evaluated using olympus¿ equipment. The evaluation found the ptfe pad (teflon pad) partially split in cross direction exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely cause of the reported complaint was due to insufficient tissue between the probe and the grasping section during activation. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that the thunderbeat was not binding like it should out of package.